Manufacturer narrative:
The catheter involved in the event has not been retunred for evaluation. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported that the catheter was difficult to removed during procedure. The patient was slow to wake up from anesthesia and pupils noted to be dilated. CT scan showed subdural hematoma. The family requested withdraw of care and the patient expired on (B)(6) 2011. Same event as MDR# 2029214-2011-00069.